Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was over delivering and had low blood glucose level. Customer blood glucose level was 55 mg/dl. Customer current blood glucose level was 120 mg/dl. The customer alleged insulin pump over delivering because they kept on eating and drinking but her blood glucose still goes down. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose symptoms of low blood glucose customer was reporting are sweating, anxiety and mental confusion. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis